Manufacturer narrative:
An authorized service engineer ultimately replaced the pm pcba for repair, after which the issue was resolved. After corrective maintenance, the device was operational and complied with the manufacturer's specifications. The necessary verifications were carried out to certify the restoration to the operating conditions prior to the failure. Based on the v60 service manual, the replacement pm pcba should resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a 1104 "backup alarm failed" alarm error occurred. It is unknown if there was patient involvement at the time the issue was discovered. There was no reported harm to the patient or user. A service quote was sent to the customer for approval.

Manufacturer narrative:
A quote for onsite service was sent to the customer for approval, but the quote expired. A philips service engineer was not able to evaluate or repair the device as the customer ultimately did not accept the quote. No work order was generated, and it is therefore unknown what the outcome of the service event was. No further information could be obtained. The investigation concludes that no further action is required at this time. If additional information is received, a supplemental report will be submitted.